Event description:
Procedure type: lap total colectomy. According to the reporter: intra-operatively there were no abnormalities noted, no leaks, and staple formation was proper. Fourteen days post-operatively the pt became ill and septic and was re-operated due to stool and fluid seen in the abdomen and pelvis. The surgeon noticed that the staple line had fallen apart. The pt subsequently was given a diverting ileostomy and was admitted to the ICU. No further info is available.